Event description:
A doctor reported endophthalmitis following an intraocular lens (iol) implant procedure. The patient complained of cloudy vision and difficulty seeing. The lens remains in the eye. Additional information was requested.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Product evaluation: the product was not returned for analysis. The lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been two other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Manufacturer narrative:
Additional information provided.

Event description:
Symptoms improved after initial medical treatment. Clinical judgement regarding infectious or non-infectious is unknown. Bacterium inspection was not performed.